Manufacturer narrative:
H10: the actual device was returned for evaluation, the visual inspection of the three products with the naked eye showed the product was wet and used. A leak test of the blood side and the dialysate side was performed and no leakage could be found. The products were tight and no failure could be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting treatment with a polyflux 140h dialyzer, an external dialysate leakage was observed from the arterial header. Blood was returned and the filter was replaced to another polyflux dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.